Event description:
It was reported that the user experienced alternating hypoglycemia and hyperglycemia while new to the ilet pump, including glucose values around 42 mg/dl followed by highs in the 330 mg/dl, associated with missed meal announcements; a clinician advised a factory reset because the pump had not learned appropriate insulin needs under these conditions. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included the need for troubleshooting and user education without alarms or hospitalization. Customer care agent performed investigative follow-up call, review of use patterns, and user education on meal announcements and treatment of lows. Investigation of this case revealed user-related use error due to missed meal announcements and subsequent corrective action of a factory reset with guidance to treat lows appropriately with oral glucose and to announce meals. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcements leading to glycemic variability, with device function not implicated.